Event description:
1000ml bag of 0.9% normal saline solution with 40mq potassium chloride (kcl) was infusing for approximately 1 hour without any issues. Upon entering room, it was found that bag was torn by spike part of tubing and contents were leaking out onto pump and floor. Infusion was stopped. Pharmacy was notified. Lot # 95 - 712-7w, bar code # (B)(4).